Manufacturer narrative:
(B)(4). Batch # p9390d. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch history record review; nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It was reported that the during a laparoscopic splenectomy procedure, the end of the device broke off¿. It looks like the tissue pad has come away. The surgeon stopped using the device in question, and a replacement device was opened to complete the procedure. No patient consequence reported.